Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 3.5x20 nc trek rx balloon dilatation catheter (bdc), the distal stylet was difficult to remove; heavy resistance was felt and strong force was applied to remove the stylet and the protective sheath. The device was not used in the patient. The protective sheath and stylet of another same size nc trek rx bdc from a different lot was removed without issue and was used to complete the procedure. There was no report of a clinically significant delay. No additional information was provided.